Event description:
It was reported that during an arthroscopy, the orbit incisor blade knife broke. The procedure was completed with a smith and nephew back-up device available with no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The color scheme of the device matched the print. The inner blade had broken at the distal bend in the device leaving the distal end of the inner blade inside the outer blade. A functional evaluation could not be performed due to the broken condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.